Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been received by the manufacturer for evaluation. A history review is not possible as no serial number has been provided.

Event description:
Unit electrode does not read ECG. Event occurred during use on patient.